Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2013 and reported the up, down, and ok keypad buttons were unresponsive. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was observed to be fully intact. The keypad was removed and there were no signs of contamination under the contacts. The audio bolus button was observed to be inoperable with no signs of physical damage. Product analysis could not duplicate the customer complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.